Event description:
The following information was received from global pharmacovigilance (gpv): this is a spontaneous consumer report from (B)(6) of bacterial peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced abdominal pain with turbid peritoneal effluent. On (B)(6) 2011, the drug was temporarily withdrawn. On the same day, the patient was hospitalized for peritonitis therapy. The patient was treated with ceftriaxone, 1g, twice daily ip and cefradine 1g, twice daily ip. The patient recovered from the event on an unreported date in 2011 and was discharged from the hospital. Per the reporter, the event was unlikely associated with dianeal. Follow up information was provided by a consumer. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, remedial therapy was ongoing and the event of bacterial peritonitis with culture positive for (B)(6) was resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.